Event description:
Blisters on back [blister]. Case description: this is an initial spontaneous report from a contactable reporter. This is second of the 2 reports from the same reporter. The reporter reported for a friend. A patient started to use thermacare heat wrap (thermacare, wrap) since an unknown date at an unknown frequency for an unknown indication. The relevant medical history and concomitant medication of the consumer was unknown. On an unknown date, the patient experienced blisters on back while on heat wrap. Therapeutic measures taken if any, were unknown. The status of therapy was unknown at the time of report. The clinical outcome of the reported event was unknown at the time of report.